Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (dissection, endoleak). Other (lack of information, cause of events are unknown).

Event description:
Additional information received reported that here was recurrent aneurysms enlargement and another manufactures device was implanted and the leak resolved. It was noted that the cause of this case was unknown.

Manufacturer narrative:
(B)(4).

Event description:
A talent thoracic stent graft system was attempted in a patient for the endovascular treatment of a thoracic aneurysm approximately one year ago. The patient was treated for a 62 mm in length by 60 mm in diameter saccular aneurysm at zone 2. The thoracic neck diameter on the proximal side is 30 mm and the diameter on the distal side is 29 mm. There is mild calcification at the iliac artery and in the proximal / distal side of the aneurysm. Mild degree of thrombus at the proximal / distal side of the aneurysm. There were no endoleaks present at the time of implant. It was reported that there was a dissection of the right iliac artery at the time of implant; another manufacturer's stent was successfully implanted to treat the dissection. It was reported at the patient's one month follow up that the diameter of the aneurysm, was 60 mm. The CT demonstrated a type I endoleak. At that time, the physician decided to monitor the patient without any additional treatment. At the patient's one year follow up, a type ib endoleak was confirmed during additional tevar for type ia endoleak. A talent stent graft was implanted in distal side. Upon implant, the proximal edge of the stent graft was everted and adjusted and corrected by ballooning. A talent stent graft was then implanted on the proximal side. A dissection occurred at left iliac artery, another manufacturer's stent graft was successfully implanted. No additional clinical sequelae were reported, and the patient is fine. (MFR report# 2953200-2011-00963, 00964, 00965).